Manufacturer narrative:
G4:08mar2021, b4:10mar2021. The respiratory therapist confirmed it was not on the patient providing therapy. It was being set up for use. There was no delay in therapy. The customer reported the unit was fixed and operational. Numerous attempts were made to obtain the repair information but have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Implant date: (B)(6) 2021. Explant date: 02feb2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the unit was turning off by itself. The customer could not duplicate the issue. The customer suspected the power management (pm) printed circuit board (pcb) or the user interface (ui) printed circuit board (pcb). The remote service engineer (rse) advised to perform a full performance verification testing (pvt) to see if the issue happened again to help diagnose the issue. The unit was in clinical use, and there was no patient harm.